Event description:
A caller reported a malfunction on the pump, identified by a malfunction code. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the malfunction code reappeared, to which the customer agreed and understood.